Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion device has gone into the stop mode without providing an error message, and this has resulted in hyperglycemia of up to 400 mg/dl due to not hearing the alert. No adverse event was reported. The alleged product was requested for evaluation.